Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section was broken from application of physical stress during user handling. It was possible that broken components of the bending section were rubbed with the bending section cover during user handling, leading to damage of the bending rubber. However, the definitive root cause was unable to be identified. The event can be prevented by following the instructions for use which state: "IFU: urf-v2/v2r operation manual chapter 3 preparation and inspection - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the uretero-reno videoscope was leaking. The issue was found during reprocessing, the intended therapeutic ureteroscopic lithotripsy procedure was completed with a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the metal wires of the bending tube protruded outward. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section cover had leakage. Additional findings include the following: the angle lever of the control section was stuck, and the angulation wire had no angles. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.